Event description:
It was reported that the colonovideoscope's connection for the water supply was defective. This was found during a procedure, and there was no report of patient harm. The device was returned, evaluated, and there was foreign material in the jet tube, the bending section cover glue, and the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found in the jet tube, the bending section cover glue, and the nozzle, other evaluation findings are as follows: there were scratches on the grip, the switch box, the objective lens, the mount case unit, and the light guide lens; the image had a partially dark area due to a scratch on the objective lens; the play of the upward/downward knob and the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the light guide bundle had breakage; the connecting tube had a peeling coat; the light guide connector was damaged; and the video connector was discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif/cf/pcf-170 series operation manual chapter 3 preparation and inspection. -states the preventative measures in gif/cf/pcf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.